Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt, who was implanted in (B)(6) 2001, has had fluctuations in hearing sensation for the last 1.5 months. This means fluctuations in loudness and changes in sound perception. Testing in situ carried out on (B)(6), 2012 shows that the device has malfunctioned.